Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed has a arctic sun device that was sent down because it was unable to maintain patient temperature, several 113 (reduced water temperature control) alerts in the event log and confirmed an issue with cooling. Device would not cool during the calibration, it failed for an error 80 (water check time out - unable to reach calibration temperature)expected 6 actual 28.48. Chiller temperature (t4) was 29 degrees and had water in chiller tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller assembly. The device was evaluated, and the reported issue was confirmed as it was noted that during tank sanitation, the device does not drop the t4 temperature. Device was run though a ctu calibration and error 80 pops up - (unable to reach calibration temperature). Troubleshooting found the mixing pump is functional as water delivers to chiller tank and also the chiller pump. Water is running through the evaporator l-tube when tt set to 4 degrees but t4 is not cooling down. Verify the chiller circuit flow, water is exiting the evaporator tube. Verified the copper tubing in the chiller and no icing is present. This implies that hgbv is not shutting down or closing (defective) to cool the water down but instead it is heating the water. The chiller assembly will be replaced due to not generating cold water. Install new l-tube on evaporator outlet. Replace the molded tube with new. The console will be pre-cal after the repair and evaluated for functionality per srw1190027 rev 8. Will perform the electrical safety testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed has a arctic sun device that was sent down because it was unable to maintain patient temperature, several 113 (reduced water temperature control) alerts in the event log and confirmed an issue with cooling. Device would not cool during the calibration, it failed for an error 80 (water check time out - unable to reach calibration temperature)expected 6 actual 28.48. Chiller temperature (t4) was 29 degrees and had water in chiller tank.